Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "a false occlusion alarm" was confirmed and reproduced. The root cause was attributed to an occlusion switch out of adjustment. The occlusion switch was adjusted to fix the problem. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed finding that the data card has been discarded per retention period documented on 20j. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report an infusor pump in which there was a false occlusion alarm. The event occurred in the operating room. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.